Event description:
It was reported that the ilet user deployed an infusion set with the needle guard still in place, which resulted in an incorrect infusion set insertion and insulin delivery interruption; the event was categorized as a use-of-device problem involving the infusion set. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and the issue was associated with user handling consistent with an incorrectly deployed infusion set. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.